Event description:
It was reported that 8 hours after implant the pulse generator exhibited a capture anomaly, high thresholds and high impedance. A connection revision was done and everything was -ok- after. A few hours later, the initial problems recurred. The device was then explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.